Event description:
The rptr stated that his wife, a type ii diabetic for 20 yrs, was hospitalized and treated with IV glucose for low blood sugar and convulsions. The pt has called paramedics for low blood glucose 2 other times this month. The rptr was told by his wife's physician that the suspect device read 50 mg/dl too high.